Event description:
It was reported that the device reached elective replacement indicator in less than four years and the clinician is wondering why that is. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) - the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - we did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated/elective replacement indicator. Recommended replacement time in save to disk was on (B)(6) 2012. The device recommended replacement time was less than or equal to 2.62 volts. The weekly battery voltage trend data shows minimum battery equal to 2.64 to 2.62 volts between (B)(6) 2012 and (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012.